Event description:
During a gastric bypass procedure, the dr said the tip came off and came apart. Retrieved. It wasn't firing the instrument. Case completed with a new device, same product code. No pt consequence.